Event description:
A discordant, falsely low hemoglobin (hgb) result was obtained on a patient sample on an advia 2120 hematology system with dual aspirate autosampler. The discordant result was reported to the physician(s) and was questioned. The same sample was repeated for hgb on the same system, recovering higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hemoglobin result.

Manufacturer narrative:
An (B)(6) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event and the issue was limited to one patient sample. Sample integrity issues or other preanalytical variables cannot be ruled out as contributing factors to the event. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.